Event description:
Shock: symptoms of shock (pallor facial, cold sweat) appeared after 5 minutes of artz dispo injection into the pt's knee joint. The blood pressure decreased to 60 mmhg. Though it turned 90mmhg after about 15 mintues, and recovered 120 mmhg after about 30 minutes of an oxygen inhalation respectively. After pt returned home, pt was still feeling some discomfort around 7:30 pm, but pt recovered completely in the next morning. Artz dispo, which is the same lot as one used to the pt, were given to other pts in the same facility, though any adverse reactions have not occurred. The pt did not experience any discomfort at all when pt received artz dispo injection in march 2002. Since then, pt has not received the injection until october 2002.